Manufacturer narrative:
Product event summary: analysis confirmed the reported issue, the main printed circuit board (pcb) was electrically out of specification. Failure analysis was performed on the main printed circuit board assembly (pcba). Visual inspection revealed no anomalies. Bench analysis did not reveal any anomalies with the supercaps, a battery removal test passed, surge current and inactive current were normal, sensitivity testing was normal, no anomalous operation was observed. All functional testing passed. Conclusion: the reported event could not be confirmed during failure analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would go in to asynchronous mode without pressing the button. It was reported that the problem was sporadic. The epg has been returned for service. There was no patient involvement.